Event description:
It was reported that during the attempted implant of a transcatheter aortic bioprosthetic valve (tav), the patient's hemodynamics became unstable. It was observed that the patient's systolic pressure dropped from 140 millimeters of mercury (mmhg) to 60 mmhg. Subsequently, vasopressors were administered to treat the hypotension. Additional information was received that the delivery catheter system (dcs) was inserted when the drop in blood pressure occurred. Per the physician, the dcs contributed to the hypotension; however, the valve did not cause or contribute to the hypotension. A procedural delay occurred as a result of this event. Additional information was received that after the valve was withdrawn from the patient, the physician decided to use a non-medtronic transcatheter valve to complete the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic bioprosthetic valve (tav), the patient's hemodynamics became unstable. It was observed that the patient's systolic pressure dropped from 140 millimeters of mercury (mmhg) to 60 mmhg. Subsequently, vasopressors were administered to treat the hypotension. Additional information was received that the delivery catheter system (dcs) was inserted when the drop in blood pressure occurred. Per the physician, the dcs contributed to the hypotension; however, the valve did not cause or contribute to the hypotension. A procedural delay occurred as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-26}; product lot/serial number (B)(6) product type: {0195-heartvalves}; implant date: {n/a}, explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic bioprosthetic valve (tav), the patient's hemodynamics became unstable. It was observed that the patient's systolic pressure dropped from 140 millimeters of mercury (mmhg) to 60 mmhg. Subsequently, vasopressors were administered to treat the hypotension.